Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that a user observed visible damage to the ilet pump display, described as a scratch or crack on the touchscreen area, while the touchscreen remained responsive and pump function was unaffected. Symptoms included no injury and no adverse physiological effects. Outcomes included a device exchange under warranty and shipment of a replacement pump, with return logistics provided. Investigation included customer service troubleshooting and education regarding screen protectors and confirmation that the observed damage did not impact device performance at the time of contact. Investigation of this device revealed physical damage to the display component consistent with external mechanical impact to the touchscreen/display assembly, with no evidence of electronic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-environmental damage to the screen rather than a device malfunction.